Event description:
The patient missed a refill due to having an unrelated back surgery. He experienced a return of symptoms. A pump alarm sounded on (B)(6) 2012 due to a low reservoir volume of 2ml. Calculations showed the pump was expected to be at zero ml on (B)(6) 2012. The patient was not sure if the return of spasticity was due to the pump being near empty or to an infection caused by the unrelated surgery. The pump was delivering baclofen. Further information is being requested at this time; a supplemental report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8709, serial# (B)(4), implanted: (B)(6) 2007, explanted:unk. (B)(4).

Event description:
Additional information: according to a chart note from (B)(6) 2012, the pump had been explanted 2 to 3 weeks prior. The patient developed an infection following a surgery for scoliosis. The infection had spread to the face of the pump in addition to the pump tubing. Wound dehiscence was present as well. The infection was cultured, and proteus mirabilis was determined on (B)(6) 2012. The patient was placed on oral and IV medications which included rocephin (complete proteus). The patient's was also currently taking oral baclofen (30 mg) 3 times per day. The pump was removed. The patient's physician and family member were both undecided at this point of whether or not to place another pump once the infection clears.